Manufacturer narrative:
One gorilla screw was returned and the quality design enginner confirmed that the screw broke at the 2nd thread. X-ray images were viewed by clinical and confirmed that the proximal lateral plate screw was broken near the talonavicular fusion site, indicating non-union.

Event description:
Due to hardware failure and nonunion, a revision surgery was performed to remove the broken gorilla and monster screws. This is report 1 of 2 for the gorlla screw.